Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 8th january 2022. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue and dried blood on the optic body and haptics and that the lens was received cut, which is consistent with a lens that was handled during removal and replacement. The complaint lens was cleaned and no additional defects were observed. Based on the return condition of the lens no further evaluation could be performed. The complaint issue could not be confirmed and no product deficiency could be identified. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: information received that the patient complained of pressure in the eye, redness, and pain. Also, the lens was replaced with the back-up lens sn: (B)(6). It was a model dfr, and 17.5 diopter. Section below was updated. H6: health effect: clinical code: 2038. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation of the intraocular lens (iol) the doctor noticed that the plunger was a little harder to turn. After the iol was discharged the doctor observed that the surface of the optic was ¿scratched¿ and had a ¿crack¿. The incision was enlarged to explant the lens and the backup lens was implanted without any problems. However, the cornea was slightly clouded and the intraocular pressure was higher. Account provided that the patient was temporarily impaired and sutures were required to close the incision. It is unknown if any medication was prescribed. No further information is available.